Event description:
It was reported that 6 months after implantation of the port, the catheter "pinched off." Because of this, the port and catheter were explanted. There were no additional complications.